Manufacturer narrative:
(B)(4). This product issue will be updated when evaluation of the product is complete.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting noise which was being oversensed. Pocket manipulation produced noise and high impedance and a fracture was suspected. A revision procedure was performed and the lead was removed from service and replaced. Removal difficulty was experienced during the replacement procedure and the use of a laser was required. Visual inspection of the lead noted insulation damage. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection revealed a fracture most likely in area of the suture sleeve tie-down. This type of damage is consistent with repeated stress over time. The reported noise, oversensing and high impedance observations are likely the result of the lead damage observed by the laboratory. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.